Manufacturer narrative:
Unit received with intermittent buttons due to unlocked j2 connector at lcd board. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratched display window.(B)(4)

Event description:
The customer reported via phone call that the insulin pump's up button was unresponsive. The customer stated that she had the insulin pump in the bathroom while showing. Blood glucose level at the time of the incident was around 130 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.